Event description:
The physician used a wilson-cook esophageal z-stent with dua anti-reflux valve to maintain patency of an esophageal stricture. At a later date, it was determined the coating and the valve of the stent had disintegrated. An injury to the pt was not reported.